Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, health hazard evaluation, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months ((B)(6) 2013 ¿ (B)(6) 2014) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months ((B)(4) 2012 ¿ (B)(4) 2013). The highest risk is considered as low as reasonably practical. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The probability of likelihood of injury occurring to the population at risk or exposed is ¿unlikely by possible.¿ the severity if the injury or adverse health outcome that might reasonably be expected to occur is considered ¿moderate.¿ the shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The shuma (system hazard and user misuse analysis) defines the risk as broadly acceptable for mild to moderate exposure to vapor hydrogen peroxide. The field service engineer adjusted the cable of the door sensor. No parts were replaced and the unit was left in working order. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Manufacturer narrative:
Ni.

Event description:
An international customer reported an event of a "smell of peroxide" (odor) emitting from the sterrad 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit on site. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.